Event description:
It was reported that the asymptomatic patient presented to the clinic after a merlin.net transmission revealed that the pulse generator exhibited backup operation. After a software download, normal functionality resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.